Event description:
The following description of the event was documented by a MFR tech support specialist, in response to a phone conversation with a user facility representative. "Reporter paged. He wanted to report a problem with a rental 3100b. I called him back and he explained that the 3100b is "okay", but the blender that it came with is "defective." He explained, that the blender delivers 100%, no matter what it is set at. He checked to make sure that the blender was hooked up correctly and it was. (I verified set up as well). Since the patient is very critical, he requests a replacement 3100b (with blender)."

Manufacturer narrative:
A letter was sent to the user facility requesting additional information concerning the reported event and the condition of the patient. As of the date of this report there has been no response from the user facility. The hill-rom (third party service co.) Service tech evaluated the unit and was unable to reproduce the reported event. Thus, no root cause was determined.